Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the instruments were reported for unknown reasons. The event did not happened during a surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. No cosmetic defects were observed on the surface of the device. A functional test was conducted and it revealed the hudson connection at the end of the t handle was not jammed. Additionally, it was revealed the t handle was not able to assemble to the returned drill bit. The allegation of unable to assemble was replicated. The observed condition could be due to issues with the ball plungers at the internal locking mechanism of the t handle, however, with the information provided it is not possible to establish a potential cause. A dimensional inspection was not conducted due to not being applicable to the complaint condition the overall complaint was confirmed as the observed condition of the excel t-handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Event description:
It was reported that the spring mechanism to attach instruments onto the handle was getting stuck and not allowing proper connection. The tip of the drill was broken off in the tray and the broken piece was found and discarded. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.